Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited continuous increase in right ventricular (rv) lead pacing impedances over several months. The impedance values eventually went out of range at greater than 2,000 ohms. All other lead measurements were within normal limits. The patient underwent a revision procedure and rv lead along with this ICD was removed from service. No adverse patient effects were reported.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.